Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
Patient alleges that he broke his femur on (B)(6) 2016, had surgery at (B)(6) hospital on (B)(6) 2016¿had a stryker femoral plate ¿implant plate bone, femoral distal lat 16h, model no. 627646, inventory item 343 mm627646, contact log log 278262¿ implanted; then on or about (B)(6) 2016, the plate broke requiring surgery on (B)(6) 2016.

Event description:
Patient alleges that he broke his femur on (B)(6) 2016, had surgery at (B)(6) hospital on (B)(6) 2016, had a stryker femoral plate ¿implant plate bone, femoral distal lat 16h, model no: 627646, inventory item: 343 mm627646, contact log: 278262¿ implanted; then on or about on (B)(6) 2016, the plate broke requiring surgery on (B)(6) 2016.

Manufacturer narrative:
The reported event that distal lateral femur plate axsos 3 ti for right femur 16 hole / l343mm was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the patient's details, his activity level post op, x-rays, trauma history as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some possible root causes could, but are not limited to: the breakage of the plate following a sudden trauma to which the patient could have been subjected, such as a fall, a collision. A non-union or a mal-union of the bone which could still have sollicitated the plate. Fatigue / wear of the plate due to a tenuous activity level of the patient post op. As a reminder, the IFU clearly states that: "these devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone." An inadequate sizing of the device. As a reminder, the IFU says: " implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation." An excessive bending of the plate in the course of the operative: " intra-operative avoid surface damage of implants. Discard all damaged or mishandled implants. Contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures (see operative technique)." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.